Manufacturer narrative:
Analysis of the returned device found that the reported event of the un-retrieved device fragments was not confirmed. The device history record review could not be confirmed because the batch number of the device remains unknown however, there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned for analysis and no anomalies were found during visual and microscopic inspections. Therefore, the event no longer meets the requirement of the reportable event for the device in question. The reportability was changed to a non-reportable event and a redaction MDR will be filed.

Event description:
It was reported that a small piece of metal was detected under angiography after usage of the microcatheter (subject device). The patient's condition was stable following the procedure.

Event description:
It was reported that a small piece of metal was detected under angiography after usage of the microcatheter (subject device). The patient's condition was stable following the procedure.